Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnosis: l4-5 and l5-s1 spondylosis with spondylolisthesis, foraminal stenosis, chronic radiculitis and chronic low back pain status post multiple prior lumbar surgeries. Procedure: revision partial l3, complete l4 and l5 partial s1 laminectomies, bilateral partial medial facetectomies and bilateral foraminotomies. Posterolateral spinal fusion l4-5 and l5-s1. Posterior pedicle screw instrumentation at l4-5 and l5-s1 with peek rods. As per-op notes: "..guidewires were placed, followed by and partial tapping and then placement of screws 6.5 mm in dia with good clinical and radiographic fit. Rhbmp-2 bone morphogenic protein was admixed onto type 2 collagen sponges per manufacture's recommendations.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.